Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap damaged, the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712k was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap and corroded battery tube was noted. Proceeded to use new battery and battery cap. After battery installation unit gave a critical pump error (open book). Broken traces were also noted as several vertical lines spanning the display. Unable to perform the self test due to critical pump error (open book). Unable to retrieve software version due to critical pump error (open book) and corrupted files. Unable to test communication between pump and sensor due to critical pump error (open book). Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded electronic assembly and flex connector gold traces were noted. Moisture damage was also noted on the keypad connector. Critical pump error (open book) was due to corroded electronic assembly. Unit was also received with: serial number label missing, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of no communication and damaged battery cap were unknown due to unit powering on with critical pump error (open book) and unit not being received with original battery cap. Critical pump error (open book) was due to corroded electronic assembly. Display anomaly was due to broken traces. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.